Event description:
It was reported that a patient experienced cloudy effluent and abdominal pain coincident with peritoneal dialysis therapy. The patient was hospitalized for this event. The cause of the cloudy effluent and abdominal pain event was reported to be suspected peritonitis. Treatment for the event was not reported. The outcome of the suspected peritonitis event was not reported. The action taken with dianeal therapy was not reported. No additional information is available. .

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent and abdominal pain in the context of peritoneal dialysis. While there was no definitive diagnosis of peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.